Event description:
It was reported, "the arthroplasty was revised due to acetabular loosening and instability. There was also noted of malpositioning and retroacetabular lysis. The acetabular components and the femoral head neck combination were revised. The components were implanted in situ for 3.96y. Pt was received. Note: medical records and x-rays were not provided to stryker for review.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device becomes available, a supplemental report will be issued.